Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify

Event description:
Surgical procedure required: no did event cause patient's death: no major pump unit(s) involved: external control system failure specific component(s) involved: other component malfunction other component: pump to pbu cable causative or contributing factor: no specific contributing cause identified other cause: intervention(s): replacement of other component, specify other intervention: side.